Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) refer to the same case.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: when doing a sleeve gastrectomy they tried to fire the first reload, a egia45amt, but the idrive stopped and they thought the tissue was too thick. The egia45amt partially fired. They changed to a black reload, egia45axt, but the same thing happened again, they took another black reload and the same thing happened once more. After this they took a new idrive handle and when doing this they could fire with their regular purple reloads. The sale rep and the product specialist tested the handle they used a purple reload and the idrive could not staple through a thin piece of paper. It seems like it has lost its power to compromise the tissue making it stop when trying to fire the reload. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch. No unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity, no reinforcement material was used. There was proper staple formation. There was no unanticipated tissue loss.